Event description:
It was reported that the pump touch screen "does not respond very well". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer.